Event description:
Customer reported blood glucose results of 365 mg/dl and 97 mg/dl within 10 minutes on the aviva system. Customer reported no symptoms, did not treat or act on results. No adverse event reported. Meter & strips discarded by customer, replacement was sent.